Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's representative reported that the cardiac resynchronization therapy defibrillator (crt-d) was unable to connect with the remote monitor. The device remains in use. No patient complications have been reported as a result of this event.